Event description:
It was reported that an aseptico endo dtc motor failed to auto-reverse properly, possibly causing a file to separate; no pt injury resulted as the separted file was retrieved.

Manufacturer narrative:
Because eval of the unit involved is not complete as of this report and since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device was returned to the physical MFR for eval and repair, though results are not available as of this report. Eval results will be submitted as they become available.